Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual analysis revealed several cuts into the insulation (approx. 11 cm, 20 cm and 26 cm distal to the is-1 connector pin), which most likely resulted from the explantation procedure. A thorough analysis of the lead did not show any deviations which might have led to the reported clinical observations. The values of the parameters measured during the electrical and mechanical analysis were within the technical specifications. The fixation helix could be properly deployed and retracted. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Patient had dislodgement of rv lead. Numerous attempts to redeploy the screw would not keep lead secure. Physician elected to explant existing lead and implant new lead.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.